Event description:
The facility returned the device for service. During service the baxter repair technician reported fail code 810:11. The hospital representative stated that there have been no reports of any patient incident involving this pump. No additional information is available.